Event description:
It was reported that a 2.5 x 15 mm mini vision was deployed in the distal left anterior descending (lad) after pre-dilatation. At 12 atmospheres, the mid-part of the balloon and stent bulged out suddenly on one side. It appeared that the distal part of the stent did not deploy adequately and the stent balloon could not be inflated, as the mid-part had bulged out. No rupture was noted, but the patient experienced distal slow flow. The distal part of the stent was dilated by a non-specified 2.0 x 15mm balloon and 100 miligrams of intracoronary nitroglycerine were given. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and flat balloon, consistent with preparation and multiple/high pressure inflations. The stent implant was not returned. There was a kink in the hypotube 6.7 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inability to fully deploy the stent/difficulty inflating the stent delivery system can be affected by numerous factors including, but not limited to, insufficient crimping during manufacturing, incorrect position of the stent on the balloon, balloon entrapment (sticking), a balloon pinhole or rupture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, product size selection, contrast dilution and accessory device support. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the balloon to the rated burst pressure and the balloon inflated and held pressure. When inflated, the balloon was banana shaped. When the balloon was deflated, it deflated in a tri-fold. It is possible that an interaction with the lesion affected the ability to inflate properly; however, this cannot be confirmed. It was reported the patient experienced distal slow flow and was treated with medication. Ischemia is a known adverse event listed in the mini vision instructions for use. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.